Manufacturer narrative:
(B)(4). D10: cat: xl-115363 lot: 749930 arcom xl 44-36 std hmrl brng cat: 115310 lot: j7264015 comp rvrs shldr glnsp std 36mm cat: 115396 lot: 019180 comp rvs cntrl 6.5x30mm st/rst cat: 115330 lot: 289590 comp rvrs shdr glen bsplt +ha cat: 115370 lot: 284530 comp rvs tray co 44mm g2: foreign- EU: poland no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment. Reported event was confirmed by review of radiographs. Review of the available records identified the following:  initial images demonstrate anatomic alignment of the reverse-type right shoulder arthroplasy complicated by glenosphere disassociation. Updated images demonstrate anatomic alignment. There was malalignment on the images with glenosphere disassociation as noted. No loosening, radiolucency or other abnormality. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01751 0001825034 - 2023 - 01752 0001825034 - 2023 - 01766 0001825034 - 2023 - 01767

Event description:
It was reported that the patient's right shoulder was revised approximately seven months post-initial implantation due to the dislocation of the prosthesis. Intraoperatively, there was loosening of the central screw as well. Attempts to obtain additional information have been made; however, no more is available at this time.